Manufacturer narrative:
Medwatch fields - it was asked, but it is not known which patient this information applies to. A clarification has been requested.

Event description:
The customer stated that they received questionably high results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 8000 c 702 module. The issue was brought to the customer's attention by the physicians. The customer provided data for two patient samples that had erroneous na results which were reported outside of the laboratory. The samples were repeated a second time on another analyzer and these repeat results were believed to be correct. The first patient sample initially resulted with an na value of 148 mmol/l and repeated as 149 mmol/l. When repeated on the other analyzer, the na result was 142 mmol/l. The second patient sample initially resulted with an na value of 151 mmol/l and repeated as 154 mmol/l. When repeated on the other analyzer, the na result was 143 mmol/l. The patients were not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that the sample probe was not working properly. He replaced the probe. Precision studies were performed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The information reported in the initial MDR was for patient 2. No demographic information for patient 1 was provided.